Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump passed the dat test at 0.08615 inches. Drive support disk was inspected and no anomaly was noted. Insulin pump was received with cracked reservoir tube window, broken reservoir tube lip, stripped battery cap at coin slot area, broken battery tube threads and cracked case at display window corner.

Event description:
Customer's wife reported via phone call that customer was hospitalized on (B)(6) 2017 due to a motorcycle accident and that the insulin pump was not working properly. Customer's wife stated customer experienced blood glucose of 400mg/dl. Troubleshooting for high blood glucose was performed. Customer's current blood glucose level was 375mg/dl. The pump flew off the customer during the accident. Customer's wife stated that customer had no blood glucose issue prior to accident. The drive support cap appeared normal. No leaks of air bubbles found. Customer's wife reported that insulin exited during manual prime. Site could not be check due to patient sleeping but no kinks found in the infusion set and pump programming is correct. Insulin pump passed self-test. Troubleshooting for damage found crack in reservoir compartment. The insulin pump will need to be replaced. The customer's wife was advised to revert to back-up plan. The insulin pump will be returned for analysis.